Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) showed an observation of ¿cardiac compass has invalid data¿. It was noted that the observation was due to the time in the device being changed the day after implant which showed the counters storing for more than 24 hours that day. The caller was concerned that this would lead to clinician confusion every time the clock was adjusted. The ipg remains in use. No patient complications have been reported as a result of this event.